Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer's insulin pump is malfunctioning and may be over delivering. The customer¿s blood glucose level was unknown at the time of the incident. No further details were obtained due to privacy laws. Troubleshooting was not completed. The insulin pump will not be returned for analysis.